Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) pacing lead, exhibited high out of range ra pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Technical services recommended bringing the patient in to clinic for further evaluation. The available information suggests this device remains in service. Should additional information become available this event will be updated.